Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the ipg had shifted. The patient underwent a revision procedure wherein the ipg pocket was moved. The patient was doing well postoperatively.